Event description:
Ems personnel were attending to a patient in full cardiac arrest. An attempt was made at monitoring the patient using defibrillation/ECG electrodes and allegedly the monitoring displayed excessive artifact. The reporter did not report switching to standard monitoring electrodes to continue therapy to the patient. Defibrillation therapy was not administered. The patient was not resuscitated. The reporter stated the alleged malfunciton did not cause or contribute to the patient's death. The basis for this opinion was not reported.